Event description:
It was reported that the patient presented in the hospital for an unrelated reason. Upon interrogation, it was noted that the right atrial (ra) lead exhibited failure to capture. X-ray imaging was performed and revealed a dislodgement of the ra lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
B1 should have both "adverse event" and "malfunction" selected, b2 should have "required intervention to prevent permanent impairment/damage (devices)" and h1 should only have "adverse event" selected.